Event description:
This event was reported as valve explanted after one year due to echo showing restriction of 2 out of 3 leaflets: left atrial thrombus and possible thrombus on valve. Left ventricular function decreased; ejection fraction, 30%. No further information provided.